Event description:
It was reported that the pump did not infuse within the time set. After 12 hours of infusion, the pump stopped with an audible alarm, the display became dark, and it was not possible to restart. No patient injury reported. No additional information provided.

Manufacturer narrative:
Device identification (UDI), operator of device, and protocol number are unknown. No further information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.